Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified left femoral artery with the starclose se device after an interventional procedure. Reportedly, after deploying the vessel locator wings, when the device was pulled back against the arterial wall to check for resistance, the device came out of the artery. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. It was reported that the user was not having been trained in the use of the starclose vcs device. The starclose vcs system (IFU), under caution, indicates that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information provided there does not appear to be any indication of a product quality deficiency. Conditions that may contribute to the device coming out of the artery may include excess retraction pressure/ force, large sheath size or large arteriotomy.